Event description:
It was reported that the device showed possible elective replacement indicator (eri) on the transtelephonic monitor and was cleared. It was questioned as to whether it was eri or an electrical reset that was shown on the monitor. The device was reprogrammed is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset was noted with a critical ram parity error logged on (B)(6) 2011 in address (B)(6). Por severity is considered low as device should be able to fully recover after reset. It was also found that the battery voltage had no anomalies and the device has not tripped elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. A power on reset was noted with a critical ram parity error logged on (B)(6) 2011 in address "0f dd". Por severity is considered low as device should be able to fully recover after reset. It was also found that the battery voltage had no anomalies and the device has not tripped elective replacement indicator.

Event description:
It was reported that the device showed possible elective replacement indicator (eri) on the transtelephonic monitor and was cleared. It was questioned as to whether it was eri or an electrical reset that was shown on the monitor. The device was reprogrammed. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.